Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2013. An increase in voltage would suggest a further pad-pak was installed. A temperature was recorded during this time below the recommended minimum standby temperature. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2013 and the last log entry on the (B)(6) 2013. The pad-pak became depleted during this time. The device user accessible memory was erased after the last log entry on the (B)(6) 2013. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. Voltage fluctuation was observed over the pogo-pins, this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically.